Manufacturer narrative:
Return device analysis reveals the lead is functioning as designed. No manufacturing defects could be found. No allegation co's lead failed to meet its performance specifications or caused or contributed to the infection. Proof of sterilization is on file. Infection is a recognized clinical evendt referenced in the device's labeling as a potential complication associated with lead implatation.

Event description:
"Pt rejection of pacing system."